Event description:
It was reported that the procedure was to treat the heavily calcified common femoral artery. The vessel diameter was unknown and atherectomy was not used. It is unknown how the vessel was prepared. The supera self expanding stent system (sess) was attempted and during release, the stent partially deployed inside the sheath and came out of the sheath. There were no other treatment options so an open reconstruction of the pelvic arterial vessels was performed and the supera stent was removed. There was a clinically significant delay in the procedure. The patient did not sustain additional hospitalization. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and similar incident review of the reported lot could not be conducted because the part and lot number were not provided. It is possible that interaction with the heavily calcified artery resulted in the reported activation/deployment difficulties; however, this could not be confirmed. The treatment appears to be related to the operational context of the procedure as there were no other treatment options so an open reconstruction of the pelvic arterial vessels was performed and the supera stent was removed. There is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI is unknown because the part and lot number were not provided.